Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 19-jan-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. While setting up for the case, they experienced a lot of resistance while pushing the dilator 2/3 of the way into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue was resolved. The case continued. The resistance they were having with the sheath was when they were trying to put the dilator into the sheath. There was no physical damage on sheath/dilator. The dilator was not broken. There was no occlusion when irrigating the sheath. It was hard to say if the sheath was narrowed or completely blocked since they could not advance it all the way. The dilator was not still able to be moved through the sheath, only about 2/3 of the way into the sheath. The dilator was not stuck on the sheath. Note that once the sheath was off of the field, the rts examined it and attempted to advance the dilator. Due to this manipulation, the valve at the proximal end of the sheath did end up collapsing which was not present when the sheath was initially opened. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient. This happened while we were setting up for the case. The reported issue of the hemostatic valve collapsed into the sheath was assessed as MDR reportable for a hemostatic valve separation issue. The obstructed sheath issue was assessed as not MDR reportable. There is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended; however, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. While setting up for the case, they experienced a lot of resistance while pushing the dilator 2/3 of the way into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue was resolved. The case continued. The resistance they were having with the sheath was when they were trying to put the dilator into the sheath. There was no physical damage on sheath/dilator. The dilator was not broken. There was no occlusion when irrigating the sheath. It was hard to say if the sheath was narrowed or completely blocked since they could not advance it all the way. The dilator was not still able to be moved through the sheath, only about 2/3 of the way into the sheath. The dilator was not stuck on the sheath. Once the sheath was off of the field, the rts examined it and attempted to advance the dilator. Due to this manipulation, the valve at the proximal end of the sheath did end up collapsing which was not present when the sheath was initially opened. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient. The device evaluation was completed on 02-feb-2022. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and functional test of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was missing on the hub of the carto vizigo sheath. For this reason, a guidewire was inserted through the sheath and the valve was not found inside the vizigo; however, the valve separated from the device. In addition, some bents on the vessel dilator. The functional test was performed, in accordance with bwi procedures. The vessel dilator and stsf catheter were introduced into the vizigo sheath and some resistance was felt during the testing. The outer diameter vessel dilator was measured, and it was within specifications. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ additional investigation was initiated to address the root cause for the resistance to sheath issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).